Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff reported the need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive bleeding/ general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), abdominal pain lower ("excessive cramping"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding )"), metrorrhagia ("metorhagia (bleeding between periods)"), iron deficiency anaemia ("anemia") and urinary tract infection ("uti"). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, iron deficiency anaemia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plantiff reported the need for additional surgery discrepancy noted in insertion date as per ppf- (B)(6) 2017 discrepancy noted in removal date as per ppf-(B)(6) 2017 the plaintiff received treatment for urinary tract infection, dysmenorrhoea, dyspareunia, menorrhagia, iron deficiency anaemia, metrorrhagia, device dislocation, pelvic pain, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received : reporter information, patient details and product indication updated. Events added-back pain, dysmenorrhoea, dyspareunia, menorrhagia, iron deficiency anaemia, metrorrhagia, device dislocation, urinary tract infection incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff reported the need for additional surgery. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.